Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue with the product. The product mmt-1712kl will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. No failed batt test noted during testing. Successfully downloaded history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however on adapt, failed batt test alarm (58) was noted several times on 06/13/2024 at 08:34:21.000 hour through 08:42:37.000 hour. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case in summary, failed batt test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.